Event description:
Information received indicates the bed will not go all the way into the trendelenburg position.

Manufacturer narrative:
The technician isolated the issue to the trend gas springs. He replaced both gas springs to repair the bed.